Event description:
It was reported that during a follow-up check approximately six months after implant, the left ventricular (lv) lead exhibited dislodgement. The physician noted the lead was not fixed well, which led to the dislodgement. The lv lead could not be explanted and was capped and replaced. No patient complications have been reported as a result of this event.